Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during a total extraperitoneal hernioplasty procedure, the video system center displayed an image that was too bright (overexposed) and could not be corrected. The procedure was converted to open surgery and was completed. The procedure was delayed by approximately 1 hour while the patient was under general anesthesia. There were no reports of patient harm.